Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (navy blue) and the main body (light blue grip) of the twist clamp on a minicap extended life pd transfer set; further described as ¿the navy blue untwisted off the light blue grip when trying to unscrew the patient line¿. This was identified when the patient was disconnecting at the end of the peritoneal dialysis therapy session. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.